Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.0/1.0/115 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. On (B)(6) 2024 the lens was exchanged with a longer length lens but this did not resolve the problem. The cause of the event was noted as the device and a patient related factor with the device not failing to perform as intended and reported "but the vault seems to be low still. I think the surgeon means now that the problem is probably the lens length and the patient-related unknown situation. No more extra problems, but still a low vault. He will continue follow-up visits and the next will be in 6 months. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.0/1.0/115 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic torn and fibers on the lens. Dimensional inspection found the lens within specifications. (B)(4)